Event description:
Pt was implanted with a 4.5mm lcp curved condylar plate 16 holes approximately 8 months ago. Surgeon noted a non-union on a follow-up x-ray taken on an unk date. Pt was returned to the operating room on 02/13/2012 for revision to a longer plate. Upon removal it was noted that neither the plate nor the screws were broken.

Manufacturer narrative:
Device was used for treatment and not diagnosis note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.